Event description:
Had essure implanted in (B)(6) 2014. Around (B)(6), I started having severe pains in my lower abdominal area. They were strong aching pains that rotated from the front to my lower back. As soon as I noticed there were problems, I contacted my physician to have them check to see if the essure was in place. The physician expressed to me that the pain would eventually go away. Shortly after, I started having heart pains, swelling, consistent sharp pains. Returned back to the doctor and again the doctor expressed it would go away. My doctor requested to have a MRI done in (B)(6) 2015. According to the doctor the device was still in place. However, I developed high blood pressure and my heart was enlarged. As a result, I was placed on blood pressure pills and provided pain pills to help with the pain (naproxen 250mg, promethazine 25mg, cyclobenzaprine 10mg, tramadol 50mg, and so many more). The doctors just continued to prescribe medications. The pain would subside for a few hours, but come back worse than before. After a while I started asking if they could remove the device. My physician expressed that they could not remove the essure device. As time went on, I started getting irritated, moody, headaches, sharp pains continued and I started tasting metal in my mouth. The pain would be so severe at night, it would wake me and I would have to ball up to try to ease the pain. Again I continued to report these symptoms. Since my physician could not identify an issue. I started going to the hospital (B)(6). Still the doctor couldn't find anything. "They recommended my regular physician look further into". I have continued to suffer from these sharp pains, mood swings, irritability, swelling, high blood pressure, body pains, tasting metal, and headaches. Here it is (B)(6) 2015 nothing has changed. I continue to complain, stack medical bills and take medications to lessen the pain. Honestly, I can't take the medication all the time because I have four small children. When I'm hurting it effects everyone because I'm unable to move. Returned back to the hospital and doctor (B)(6) 2015 and (B)(6) 2015. I returned for the same symptoms, but on scale of 1 to 10 it was a 10. I had numbness on my right side leg to foot. The ER doctor stated "have the device removed as soon as you can, the symptoms you are having is coming from the essure". Unfortunately, I have not been able to locate a doctor that will remove this device. Bottom line is, I was never informed of these side effects. I was explained to that the essure was the best method to go with minimal. Side effects and a 99% effective rate. Had I been explained or knew that I would go through these life, changing events, I wouldn't have gotten it. Note: I did not have vitamin d issues until I had the essure implanted.